Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the damaged display. To fix the issue, the fse replaced the display hinges, bilaterally, the upper and lower display hinge covers, and the upper lcd bracket frame. The fse completed a full calibration, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display hinges were broken by reach air during transport. In spite of the damaged display hinges, the balloon pump functioned normally. As such, no patient harm, serious injury, or adverse event was reported.